Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received: "on 07/12/2022 an nm2 bone scan was ordered due to mechanical loosening of internal right hip prosthetic joint. The scan shows a subtle increased radiotracer activity tip in the right femoral shaft component of the prosthesis. The patient will receive a letter notifying them to follow up with their physician". The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The x-ray investigation revealed there is no clear evidence of loosening nor radiolucency lines that could have contributed to a the reported condition. No change in the implant position was identified with the x-ray sequence provided and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device 5339299 lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the corail2 lat coxa vara size 13 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device 5339299 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device 5339299 lot number, and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2022 an nm2 bone scan was ordered due to mechanical loosening of internal right hip prosthetic joint. The scan shows a subtle increased radiotracer activity tip in the right femoral shaft component of the prosthesis. The patient will receive a letter notifying them to follow up with their physician. Doe: (B)(6) 2022.